Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due to t-wave oversensing (twos) on the right ventricular (rv) lead post vs (ventricular sense). A rv lead noise waring and a lead integrity alert (lia) had been triggered as well on the rv lead. Short v-v intervals and diminished r-waves on the rv lead were also observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory also indicated an r-wave amplitude measurement issue, oversensing due to non-physiologic signals/sensing integrity counter, and unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had been reprogrammed.